Manufacturer narrative:
The field service center replaced the power board to correct the reported problem.

Event description:
It was reported that the ventilator didn't work ("during remove patient"). It is unknown if the ventilator had an alarm condition when the reported problem occurred.